Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 400 (mg/dl). Customer changed cartridge, site and administered insulin injections to treat bg levels. Recommendation was made to customer to discuss possible factors that may affect bg levels with health care provider.